Event description:
It was reported that the patient's post-operative course was complicated by a left middle cerebral artery stroke following a thrombectomy. During the patient's treatment they developed a driveline infection with aerococcus viridans at their wound site which resulted in the patient taking chronic doxycycline tablets twice a day.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Multiple attempted to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 30nov2020. The heartmate 3 lvas IFU rev. C and patient handbook rev c. Are currently available. This IFU lists stroke and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.